Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the freestyle libre sensor. Customer received low sensor scan results and experienced symptoms described as thirst, frequent urination, nausea, and a loss of consciousness. Customer self-treated with novolin r insulin (dose unspecified) and gatorade and contacted paramedics who, upon their arrival, obtained a reading of 547 mg/gl on their device compared to a sensor scan result of 117 m/dl and treated the customer with an additional 25 units of insulin. The reported readings, when plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.